Manufacturer narrative:
The ge rep conducted an onsite investigation. The reported problem could not be duplicated. The circuit boards in the backplane were reseated. No further service info was provided.

Event description:
The customer reported that the 9900 system shut itself down during a procedure. No pt injury was reported.